Manufacturer narrative:
(B)(4). The reported complaint of the defect mode on cuff leakage was confirmed based upon the sample received. Visual inspection performed on the sample revealed deformity on the sample. An inflation test was conducted on the sample using calibrated endotesta for the cuff. The cuff was unable to expand and maintain its pressure at 25 mbar. The cuff was observed under magnifying camera to observe the leak. It can be observed 3 small cut mark on the cuff. A device history record review was performed, and no relevant findings were identified. The root cause has not been determined at the time of this report. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the ett was inserted to the patient, the cuff didn't expand (leak) when given the air". No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). In section d provided available di #, unable to provide full UDI as no lot number was reported. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the ett was inserted to the patient, the cuff didn't expand (leak) when given the air". No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the ett was inserted to the patient, the cuff didn't expand (leak) when given the air". No patient harm or injury. The patient status is reported as "fine". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.